Manufacturer narrative:
This report is submitted on august 07, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2023.

Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2023. The patient developed an infection at the implant site and subsequently was treated with IV antibiotic (specific date and duration not reported). This report is submitted on september 06, 2023.